Manufacturer narrative:
Manufacture date is unknown as the lot is unknown. Complaint lot search and testing tasks could not be completed for the likely cause hbsag confirmatory kit (list 8p11) as the reagent lot is unknown. No customer returns were available for evaluation. Ticket searches determined normal complaint activity for alinity I hbsag qualitative ii (list 8p10), lot 90095fn00. Complaint trending report review determined no adverse trend for the products and no non-statistical trend associated with the current issue for the likely cause products. Data for the equivalent architect hbsag qualitative ii sister lots, which use the exact same reagent components as alinity I hbsag qualitative ii, lot 90095fn00, was reviewed and determined no systemic issues with the reagents. A review of the product quality history for likely cause lot 90095fn00 and likely cause product list 8p11 using search of the corrective and preventive actions system did not identify any issues associated with the customer observation. Labeling was reviewed and adequately addresses the current issue. No product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 8p11, that has a similar us product distributed in the us, list 4p54. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account stated 5 donor samples were repeatedly (B)(6) alinity I hbsag qualitative ii and confirmed (B)(6) with alinity I hbsag qualitative ii confirmatory. The primary tube and biobank tube tested negative. Additional blood donor samples were greyzone but repeated (B)(6) with a new reagent lot. No specific donor information was provided. No impact to patient management was reported. No impact to patient management was reported.